Event description:
Same case as MFR report # 6000130-2005-00344 and 6000130-2005-00345. It was reported that during a cornary drug eluting stenting treatment procedue, lesion crossing difficulties, guide wire fracture and stent damage occurred. The pt was asymptomatic during this event. The lesion being treated was located in the non-calcified, non tortuous, 80% stenosed ostial circumflex artery. The physician used a 6f pinnacle introducer sheath for vascular access, and a 6f mach1 guide catheter to cross the lesion. Under fluoroscopy in the guide catheter, each iq wire appeared to have a fracture in the core but did not result in complete separation. The iq marker guide wire was removed without difficulty, and a third iq marker guide wire was used. The physician had difficulty direct stenting with a taxus express2 3.5 x 8 mm drug eluting stent. Pulling the stent back into the guide catheter, the trailing edge struts were lifted of of the balloon. The stent was pulled into the guide with some force. There were no reported pt complications. A 2.5 x 15 mm maverick balloon was used to dilate the vessel and a new taxus express2 3.5 x 8 mm stent was deployed. Pt status is reported as good.